Event description:
A customer contacted beckman coulter inc., (bec) and reported some blood under the coulter lh 750 slidemaker and believes it comes from the backwash cup that cleans the probe. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of this event. There were no injuries in relation to this event. There was no exposure to skin, mucous membranes or open wounds and medical attention was not sought. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. There was no patient results affected and there were no erroneous results reported out of the lab. There was no death, injury or change to patient treatment associated with event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A bec field service engineer (fse) was dispatched on (B)(4) 2012. The fse observed no leakage on the instrument, only a very small fluid splash on dispense probe rinse block. The fse cleaned the instrument, removed fluids module, replaced back connector, flashed and cleaned waste line. The issue was resolved. The cause of the leak was a splash from the probe rinse block. (B)(4).